Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). . Telephone number:(B)(6). Review of the most recent repair record determined the motor was not functioning. The motor was replaced and resolved the reported issue. Device has not been returned for annual pm. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the electric dermatome was running inconsistently during routine checkup/kit inspection. It was not involved in any procedure. No adverse events were reported as a result of this malfunction.